Manufacturer narrative:
(B)(4). Approximate age of device - 18 days. (B)(4). The device was returned for evaluation. The inlet tube and the proximal half of the sealed inflow conduit flex section were not returned. Analysis of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding both the rotor's bearing ball and the inlet stator's bearing cup, which was pulled out of its bore upon disassembly. This formation's lamination and denaturation indicated that it likely formed over an undetermined period of time while the pump was in operation supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through the evaluation, it may have contributed to the reported event. Upon removal of the observed deposition, the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombosis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient had been evaluated and approved for high risk destination therapy lvad implant. After implant, the patient did very well on the first few days post surgery. The patient then began rapidly deteriorating due to renal failure, right ventricular failure, and respiratory failure. The patient was treated with inotropes and insertion of an impella rp which were not able to reverse the patient's downward decline. A transesophageal echocardiogram showed a massively dilated right ventricle and a collapsed, under-filled left ventricle. The patient's pump started to alarm with low flow and there was no blood pressure detected. The doctors attempted salvage bedside extracorporeal membrane oxygenation but were unable to obtain access. The patient expired on (B)(6) 2015. Thrombus was found during evaluation of the returned device.